Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient said that their controller is giving them all kinds of weird messages, like it won't handle the level of intensity. They said they go lower and it still says the same thing and they don't feel as though the ins is doing anything anymore. Patient said this started happening "in the last week or two". They stated that they haven't had a fall or trauma. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.